Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 520 mg/dl and 200 mg/dl. Customer reported that the air bubbles in the insulin pump, she resolved that issues and then her reservoir became low. Customer stated that due to her blood glucose not going down she gave herself a manual injections and then wanted to know how to stop the active insulin. Customer was currently not on auto mode. The insulin pump will not be returned for analysis.